Event description:
A (B)(6) male pt with hydrocephalus and a history of a "spot on his left lung" reported that he had a pudenze valve implanted in (B)(6) 2004 (product ID and lot/serial number unk). The valve has been working fine. Approx one month ago ((B)(6) 2011), he fell and heard a popping sound in the center of his chest. He felt dizzy and had an arrythmia which he described as "a rapid heart rate which went up to 124 beats/minute." This event lasted several hours; however, he did not seek medical attention. Over a period of several weeks, he developed a persistent cough. He was seen by his pulmonologist and a CT scan was done. The CT scan showed a difference from a previous scan and indicated that a piece of the valve was in the right atrium of his heart. On (B)(6) 2011, he experienced the dizziness and the arrythmia again. This episode lasted three hours. Surgery was done on (B)(6) 2011 at (B)(6) to remove the broken valve. Four to five inches of the distal end of the valve was removed. The pt recovered, was discharged and is now home doing fine.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.